Manufacturer narrative:
.

Event description:
Procedure type: laparo rectum. According to the reporter, the anastomosis was done with no problem, and the donuts were well formed. However, leakage was observed after the anastomosis, during the leak test with normal saline from the anus. Allegedly, a single malformed staple was found where the leak occurred. Another device was used to complete the anastomosis. No patient injury, however, was reported.